Event description:
It was reported that the 9600 system had poor image quality with lines in the image during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel board was replaced during the service call. The system was tested and found to be working as intended and put back into service.